Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was diagnosed with peritonitis while hospitalized for an unrelated event. The peritonitis was manifested by abdominal pain, vomiting, and dizziness. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, route, frequency not reported) for peritonitis. The pd therapy was ongoing. On an unknown date the patient was discharged from the hospital. At the time of this report, the patient was recovering. No additional information is available.